Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
The customer complained of erroneous results using 2 different vials of strips on her coaguchek xs meter with serial number (B)(4).. The customer tested with an unknown vial of test strips and the result was 4.5 inr. The customer tested again within an hour on a new vial of strips with lot 20646421 and the result was 7.5 inr. The customer saw the qc check mark for these tests. The customer didn't think either result was correct. The customer said she may have had hand cream still on her hand because she did not wash her hands before testing. She did use alcohol, but said it was dry. This medwatch will cover strip lot 20646421. Refer to medwatch with a1 patient identifier (B)(6) for information on the unknown strip lot. The customer's therapeutic range is 2-3 inr. The customer is not on heparin or any other direct thrombin inhibitors. She does not have any antiphospholipid antibodies. No adverse event occurred. The customer is feeling fine. The suspect product was requested for investigation. Relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.